Event description:
Intermittent problem. When rptr sticks a strip in it, either it says no strip, stays blank or reads 888 and then goes blank. MFR told rptr that when it does recognize the strip it will not upload. MFR has sent a replacement 3 times. This is a code 622. Rptr is concerned because this can be a dangerous situation for a diabetic.